Manufacturer narrative:
The field service engineer checked the analyzer and no visible problems were present. The syringes are clean. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The incorrect results were reported outside of the laboratory to the emergency department. Three hours later, new samples were collected from these patients and they had troponin t values that were much lower. The reporter then decided to repeat the complained samples and results were lower. The repeat measurements were also confirmed to be low when tested on other roche elecsys systems. The first sample initially resulted with a troponin t value of 559 mg/l and repeated with a value of 4.12 mg/l. The second sample initially resulted with a troponin t value of 779 mg/l and repeated with a value of 10 mg/l. The third sample initially resulted with a troponin t value of 98 mg/l and repeated with a value of 30 mg/l. The fourth sample initially resulted with a troponin t value of 1200 mg/l and repeated with a value of 20 mg/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.